Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -15.50/2.0/010 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to reported as having excessive vault, significant reduction of iridocorneal angles, iris atrophy. On (B)(6) 2024 a shorter length lens was implanted in a separate surgery that same day. Cause of the event was reported as unknown. The device did not fail to perform as intended. This resolved the problem.

Manufacturer narrative:
H6: 4581- significant reduction of iridocorneal angles. Claim#(B)(4).